Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The insulating tip was chipped and damaged with broken pieces. No additional defects/failures were noted. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Since the dhrs reviewed were incomplete, the final manufacture date is november 2017. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories. Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects;" "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the plastic tip was broken. There was no harm or user injury reported due to the event.